Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: "patient coded in CT so patient was intubated there and placed on c1. Patient brought to ICU and placed on g5, a little over an hour later the rn ( present in the room, rt outside the room) heard the ventilator constant beeping alarm and noticed that the g5 screen was black, the patient was right away manually ventilated. The rt turned off the vent to get rid of the alarm and then tried to run on the vent but it wouldn't turn on. The rt checked and made sure that the vent was plugged into the red outlet but it wouldn't turn on so swapped the ventilator. About 30 minutes later, the patient passed away. Patient was " do not resuscitate" , so no other intervention was provided besides mechanical support."

Manufacturer narrative:
The log files of the device was analyzed. According to the files; during patient ventilation 3x a "loss of mains power supply" alarm occurred visually and acoustically between (B)(6) 2024 at 17:53:20 when the device was powered on and (B)(6) 2024 at 19:31:06 with the last log entry "high pressure". No technical faults occurred during this time period. The ventilation continued until the external battery was depleted. The internal battery did not take over the power supply of the device and this lead to a ventilation stop. The operator intervened and connected the patient to an alternative device where the patient passed away about 30 minutes later. The device was checked by the hospital technician using the service software. Through these tests it became clear that the internal battery was defective because it was 6 years old at the time of the event. The external battery was also 6 years old, but worked as intended. The service manual for the device clearly states that the internal battery must be replaced every 24 months and the optional external battery after 24 months of use or if the manufacturing date of the external battery is older than 3 years. In this actual event, maintenance regarding battery replacement intervals was not carried out correctly. The internal and the external batteries were replaced to solve the issue. The hospital technician tested the ventilator afterwards successfully by running the complete service software. We have not received any further information regarding the patient's health condition before the event or whether the change of devices caused the patient's health to deteriorate rapidly and thus led to the patient's death. For this reason, we cannot assess the causality between the device stopping ventilation, the intervention carried out by the operator (device change) and the patient's subsequent death. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: "patient coded in CT so patient was intubated there and placed on c1. Patient brought to ICU and placed on g5, a little over an hour later the rn ( present in the room, rt outside the room) heard the ventilator constant beeping alarm and noticed that the g5 screen was black, the patient was right away manually ventilated. The rt turned off the vent to get rid of the alarm and then tried to run on the vent but it wouldn't turn on. The rt checked and made sure that the vent was plugged into the red outlet but it wouldn't turn on so swapped the ventilator. About 30 minutes later, the patient passed away. Patient was " do not resuscitate," so no other intervention was provided besides mechanical support."

Event description:
Hamilton medical ag received the following incident description: "patient coded in CT so patient was intubated there and placed on c1. Patient brought to ICU and placed on g5, a little over an hour later the rn ( present in the room, rt outside the room) heard the ventilator constant beeping alarm and noticed that the g5 screen was black, the patient was right away manually ventilated. The rt turned off the vent to get rid of the alarm and then tried to run on the vent but it wouldn't turn on. The rt checked and made sure that the vent was plugged into the red outlet but it wouldn't turn on so swapped the ventilator. About 30 minutes later, the patient passed away. Patient was " do not resuscitate" , so no other intervention was provided besides mechanical support."

Manufacturer narrative:
The log files of the device was analyzed. According to the files; during patient ventilation 3x a "loss of mains power supply" alarm occurred visually and acoustically between (B)(6) 2024 at 17:53:20 when the device was powered on and 30.04.2024 at 19:31:06 with the last log entry "high pressure". No technical faults occurred during this time period. The ventilation continued until the external battery was depleted. The internal battery did not take over the power supply of the device and this lead to a ventilation stop. The operator intervened and connected the patient to an alternative device where the patient passed away about 30 minutes later. The device was checked by the hospital technician using the service software. Through these tests it became clear that the internal battery was defective because it was 6 years old at the time of the event. The external battery was also 6 years old, but worked as intended. The service manual for the device clearly states that the internal battery must be replaced every 24 months and the optional external battery after 24 months of use or if the manufacturing date of the external battery is older than 3 years. In this actual event, maintenance regarding battery replacement intervals was not carried out correctly. The internal and the external batteries were replaced to solve the issue. The hospital technician tested the ventilator afterwards successfully by running the complete service software. We have not received any further information regarding the patient's health condition before the event or whether the change of devices caused the patient's health to deteriorate rapidly and thus led to the patient's death. For this reason, we cannot assess the causality between the device stopping ventilation, the intervention carried out by the operator (device change) and the patient's subsequent death.